Manufacturer narrative:
Section d5 operator of the device of the initial medwatch report indicates: blank section d5 operator of the device of the initial medwatch report should indicate: health professional.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer declined the repair quote that was provided by physio-control. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. There was no patient use associated with the reported issue.